Event description:
The hospital reported an inability to switch ventilation modes as expected. There was no patient involvement.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4) device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Additional information was received that the failure was of the microswitch. A failure of the microswitch to identify the unit is in manual mode is an electronic issue that does not affect the ability to manually ventilate. There was no reportable malfunction. H3 other text : additional information was received that the failure was of the microswitch. A failure of the microswitch to identify the unit is in manual mode is an electronic issue that does not affect the ability to manually ventilate. There was no reportable malfunction.